Event description:
New information states that the patient presented in clinic on (B)(6) 2019. Noise was noted on right ventricular lead. Noise was noted often during night time. The noise was not reproducible with isometrics. Patient was in atrial fibrillation. Patient complained of poor energy level. Programming changes were made. No other patient symptoms were reported. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that a non-dependent patient presented in clinic for routine visit. Upon interrogation, the right ventricular lead exhibited noise. It was noted that this event was noted in the past related to a kick that the patient received. The patient was reported to be unwell which was most likely due to recent conversion to a flutter. Noise was not reproducible. Programming changes were made. The patient was in a stable condition and will continue to be monitored.